Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The additional device with the same reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo, moderately calcified and moderately tortuous lesion in the right coronary artery (rca). A 3.5x28mm xience v stent was implanted. Post-deployment, a dissection was noted at the distal edge of the stent. A 3.5x18mm xience v stent was implanted to treat the dissection, however, another dissection occurred. A new 3.5x12mm xience v stent was used successfully to treat the second dissection and complete the procedure. There was no adverse patient sequela and there was no reported delay in the procedure. No additional information was provided.